Event description:
The silverhawk was used for anterior tibial (at) atherectomy. During the third exchange, the guide wire in the distal at became looped near the sheath in the common femoral. The loop caused the tip of the silverhawk to shear off the catheter. The tip remained on the wire and was snared and removed from the artery. No complications to the procedure and the pt did well.

Manufacturer narrative:
A review of the device history record for this device could not be conducted because the lot number was not provided.